Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 254 mg/dl. Tandem customer technical support (cts) reviewed the pump¿s settings and usage rate. Cts informed the customer that the depletion rate was within normal parameters based on the settings and usage rate, however the customer continued to express a belief that the battery depletion rate was abnormal. The customer was instructed to contact cts if the issue was not resolved. The customer did not contact cts regarding the reported issue.